Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the corners of the bag. This occurred after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 11sep2023 and 12sep2023. H10: the device was received for evaluation. During visual inspection a front lower right tear was observed near the edge. The set underwent functional testing, and the leak was noted at the front lower right near the edge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.